Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device found that the actuator wire to the upper jaw is broken. A functional evaluation revealed that the upper jaw would not actuate due to the broken actuator wire. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the upper jaw, or an inadvertent impact event.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a posterior meniscal repair procedure, the novostitch pro's upper jaw could not be manipulated when the second stitch was fired. The procedure was finished with a minor delay using a smith and nephew back up device. Patient was not harmed as consequence of this problem.